Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii access & delivery catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2021. During the procedure, a spyscope ds ii catheter was plugged into the controller but the spyglass video image never appeared on the screen. A second spyscope ds ii catheter was used and the same problem occurred. The controller was rebooted multiple times and the catheters were reconnected to the controller, but the attempts were unsuccessful. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.